Event description:
A surgeon reported that a memory lens (u940a) iol implanted in the eye of a patient in 1999 has been explanted in 2005. Several requests have been made for additional information, however no further info is available at this time.